Event description:
Reporter noted posterior capsule tear occurred during [cause was not identified]; unplanned vitrectomy required, and vitrectomy mode would not work. Changed systems to complete procedure. Current pt status is unk at this time.

Manufacturer narrative:
System was returned for evaluation at customer's request. Waiting for evaluation results and root cause assessment. Multiple questionnaires have been sent; none returned to date.